Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated recurring alert 38 indicating consecutive stalled motor events, which prompted multiple restarts and supply changes, and ultimately a replacement pump recommendation; during these events the cgm reconnected and insulin delivery resumed after some restarts, and the user reported hyperglycemia with highest readings of 311 mg/dl and 236 mg/dl, elevated glucose for several hours and then for about 12 hours on a subsequent occurrence, and use of 10 units of subcutaneous insulin by pen as back-up during one occurrence. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.